Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23281. It was reported that a decrease in sensing and episodes of noise were observed on the right ventricular (rv) lead and right atrial (ra) lead. The rv and ra leads were both capped and replaced to resolve the event. The patient was stable and will continue to be monitored.